Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented for lead revision after receiving inappropriate high voltage therapy due to lead noise. Noise reversion episodes were reproducible. Elevated pacing threshold was observed. The lead was capped and replaced. The patient condition was stable.